Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the consumer had a CT scan in february 2017, which showed the lead was fractured. The consumer had not indicated any accidents, etc. To the representative. It was noted that the consumer had regular reprogramming up to january this year. Pain first reported in january, she was seen in clinic, and she had swelling around the lead site. An ¿uss¿ was ordered at this stage and she was seen by the hcp. The consumer was currently on the waiting list for removal/replacement.

Manufacturer narrative:
Other applicable components are: product ID 355018 lot# w60288 implanted: explanted: product type accessory product ID 388928 lot# unknown serial# implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received reported that since implant it had never worked and apparently, the lead was damaged. Currently it was still implanted and the consumer was waiting for removal and replacement. There was no injury reported. There were no further complications reported and/or anticipated.